Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. No button response and button error alarm due to flattened dome switch on up and down arrow button. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 195 mg/dl. Troubleshooting was performed. The device was returned for analysis.